Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device (a) was returned non- functional due to a non-conforming staple stack. In addition one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The staple was removed and the staple stack became aligned. The device was tested for functionality and it fired and formed the remaining 24 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The device was disassembled to verify the integrity of the internal components and no additional anomalies were found. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (b) was returned non- functional as the lifter was found to be missing. No functional testing could be performed due to the condition of the device. While no conclusion could be reached as to how the lifter became missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (c) was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 36 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gynecare procedure, stapler jammed after firing, just a few staples. Staples sometimes are ejected after poor formation. Another device was used to complete the procedure. No patient consequence.